Event description:
It was reported by service report that the dip switch settings need to be changed to match hospital's system. It is unk if there was pt involvement, however no adverse consequences are reported.

Event description:
It was reported that a perforation occurred during use of a non-abbott laser atherectomy device. The graftmaster stent was advanced, but was unable to cross to treat the perforation. There was no significant delay in procedure and the perforation self sealed due to scar tissue from a previous valve replacement. The patient remained stable throughout the procedure and the outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Eight unused representative samples with the same lot number as the complaint device were returned for evaluation. A sampling of two devices were tested. Functional testing was performed and the devices passed with acceptable results. No malfunction or abnormal observations were detected. A root cause for the complaint device reported experience could not be determined, based on the investigation findings from the tested samples. Review of the device history records for the returned lots did not produce any findings relevant to this report. (B)(4).

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the needle plunger was removed, the suture was retrieved, the foot was parked and the device removed from the pt's anatomy, the knot was found to remain in the device. A second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #2 - proglide (part #12673-03; lot#920286h), will be filed under a separate medwatch MFR number.